Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent stenting in the predilated arterial graft with two overlapping xience v stents. On (B)(6) 2010, the pt complained of angina that was not relieved by four tablets of nitroglycerin. The diagnostic coronary angiogram on (B)(6) 2010, indicated that the pt required treatment in the target lesion for the 80% in-stent restenosis with add'l stenting. The pt was discharged home on (B)(6) 2010, free of pain. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events. It was reported that the xience v stent was implanted in an arterial graft. It should be noted that the IFU states that safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: lesions located in saphenous vein grafts. It is unk if this contributed to the reported event. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.